Event description:
The following was reported to gore: on (B)(6)2022, the patient underwent endovascular treatment for de novo or restenotic lesions in the right superficial femoral artery (sfa) and proximal popliteal artery (p2-segment) as verified by imaging. Before gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) placement pre-dilation and rotational atherectomy was performed. A vsx-device was implanted successfully and an absolute pro stent to distal sfa. Additional procedures such as scoring balloon to distal and proximal sfa, pta to entire sfa, to tibio fibular trunk and a-fibularis and post-dilation to distal sfa were performed. At the end of the procedure the vsx-device was patent, and the patient tolerated the procedure. On (B)(6) 2022, a re-occlusion of the right popliteal artery occurred. During the follow-up visit on (B)(6)2022, an endovascular reintervention on the study limb including antiplatelet / anticoagulant medication was performed. The vsx-device patency was restored at the end of the procedure and there were no procedural complications. The physician stated that the vessel occlusion was related to the comorbidities of the patient and the history of peripheral artery disease (pad).

Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be performed. A product history-, a sterilization- and heparin coating -records review will be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to product history review: a review of the manufacturing- and sterilization records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation. Additionally, clinical images enabling direct assessment of product performance were not returned for evaluation. The study coordinator stated that the event is not device related and that the vessel occlusion was related to the comorbidities of the patient and history of peripheral artery disease (pad).